Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance issue. A new non-bsc lead was successfully implanted. No additional patient adverse effects were reported.